Manufacturer narrative:
(B)(6). The actual sample was received for evaluation. Visual inspection was performed which observed that the coupler ring was fully seated and inserted correctly in the jaw assembly. It could not be determined if the ring had been pushed down into the "u port" prior to return for evaluation and therefore, the cause of the reported condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 2.5mm coupler was defective. The issue was further described as "the ring was not fully fixed on the u port and not able to push out of the instrument¿. This was identified during patient use. The surgeon used another coupler to complete the case. There was no report of patient injury or medical intervention associated with this event. It was further reported the ¿patient was doing well¿. No additional information is available.